Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with chest pain on (B)(6) 2019. Upon interrogation, it was noted the patient had diminished p-waves and no capture. After the interrogation, a chest x-ray confirmed the right atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.